Event description:
It was reported that the patient was experiencing ipg pocket pain. Surgical intervention took place on (B)(6) 2023 where the ipg was explanted and replaced, and the pocket made higher to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.